Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was intermittently inaccurate; cause was unknown. Reportedly, customer corrected the time and date on the pump to resolve the issue. Additionally, it was reported that intermittently multiple minimum fill notifications occurred. Reportedly, the customer loaded a new cartridge and resumed insulin delivery to resolve the issue. There was no impact to the customer's blood glucose level.